Event description:
It was reported that the ureteral stent was broken, the coil was separated from the straight site after opening the package.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A photo sample was submitted showing one end of the pigtail separated from the stent. The ureteral stent was returned in the opened original packaging. The stent was observed to be separated at a pigtail porthole; the break does not appear to have any discoloration or stretching of the material. No other defects were noted on the stent. The suture appears to have the defect that is seen when a suture is pulled and gives the material a wave effect. The suture appeared to have been broken at the tied knot. The tip inner diameter measured 0.043" using a pin gage, the tube inner diameter where the separation occurred measured 0.050" using a pin gage, the outer diameter measured 0.0791" and 0.0792" with a laser micrometer; all measurements were within specification. A 0.038" guidewire passed through the sample without resistance. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was broken, the coil was separated from the straight site after opening the package.